Event description:
It was reported that during an implant procedure the small welds of the spacer broke upon deployment. The procedure was completed with another device of the same model, and the patient was well post-operatively. The facility kept the spacer, therefore, device analysis could not be completed.